Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer accessed the hardware test application, opened the drawer multiple times and ran a test on full height auxiliary drawer 5 and rebooted. Issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an issue with full height cubie drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.